Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she has been in and out of the hospital. Current blood glucose at time of call was 107 mg/dl. Currently it is unknown why the customer was hospitalized. No further information reported.